Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2022-16515. It was reported the patient is not receiving effective therapy due to high impedances after patient reported a significant fall. Surgical intervention was undertaken on (B)(6) 2022 where the entire system was explanted and replaced. Therapy was restored post op.